Event description:
The main body graft was introduced via a right sided introduction. Contralateral iliac leg graft was deployed without complication. Due to the angle of the c-arm during the angiogram performed prior to the deployment of the ipsilateral iliac leg graft, the physician pulled back slightly on the delivery sheath when deploying the graft. A faint "blush" was noted during the post angiogram. After observing the endoleak from several different views, it was concluded that the ipsilateral iliac leg graft had not achieved a full stent overlap with the limb of the main body. An iliac leg extension was deployed inside the graft, overlapping the junction of the two components in order to ensure a better seal. Final angiogram noted a resolve to the endoleak.